Manufacturer narrative:
The customer¿s report of an interop barcode issue was not confirmed. Analysis of the pump module event log shows that pump module s/n (B)(6) received programming intended for pump module s/n (B)(6). It was later discovered that the issue was caused by a duplicate barcode. The root cause of the reported interop barcode issue was identified as due to a user issue. A duplicate barcode was placed on a device that caused the issue. No device was returned for investigation. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 02 april 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 16 october 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : no devices received, log review only.

Event description:
It was reported that there was an interoperability issue with a large volume infusion pump. It was further reported that a internal hospital use barcode was duplicated at the hospital and caused information to be populated on a different device than intended. There was no patient impact.

Manufacturer narrative:
The event logs have been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation. No device received-log review only.

Event description:
It was reported that there was an interoperability issue with a large volume infusion pump. It was further reported that a barcode was duplicated and caused information to be populated on a different device than intended. There was no patient impact.